Event description:
Nellcor puritan bennett received a report for a n-550 unit of no audio for alarm and pulse tone, found during pt monitoring. It was reported that the fault had been isolated to the speaker. No pt harm reported.